Event description:
It was reported from a customer that his customer, a cord-blood processing facility, that a defective cord blood transfer/freezer bag set was detected. (Processing bag lot 0753105). The implicated device leaked at the injection site y area (closest to the 200 ml bag). There reporter did not indicate whether the cord blood product was further processed for freezing and subsequent transplantation or was discarded.

Manufacturer narrative:
The returned portion of the device consisted of the following components: the 150 ml transfer bag, associated tubing, a three-armed connector, and two injection site connectors. The reported leak was at the injection site connector closest to one of the ports of the three-armed connector; specifically the connection nearest the injection site. The initial physical inspection was unremarkable, but when the tubing was deflected opposite to the direction of its normal curl, it was observed that the tubing was severed around 70% of its perimeter. The severed area was several millimeters below the rigid end of the connector. Disassembly showed that the tubing had been fully inserted into the connector, and the appearance of the plastic surfaces in the vicinity was typical of that resulting from a complete solvent bond. Under microscopic observation, the severed ends of the tubing had a "soft" somewhat rounded profile, inconsistent with the right angles and striations usually associated with a cut due to physical shearing from contact with a sharp edge. In addition, the proximity of the tubing's severed edge to the connector makes the insertation of or exposure to a cutting edge or tool unlikely. The physical appearance of the cut is instead consistent with the tubing having been softened by the solvent bonding process and, during this assembly step, having a reverse stress applied to the tubing before the tubing had returned to its original strength. In such a sequence, a shearing would occur at the softened joint. This is consistent with the soft appearance of the exposed faces of the tubing. In this model, the location of such shearing is most likely to happen just below the rigid end of the connector where the solvent forms an annulus during curing. When the stress is removed, the tubing curls back to its original shape, leaving the cut face hidden below the connectors edge. An examination of the batch records related to this manufacturing lot revealed nothing that suggests a component or manufacturing deviation. Summary: the origin of the reported product problem (leak) most likely occurred during the manufacturing process, closely associated with the semi-automated, but partially manual, solvent bonding process. Further investigation as to the specific root cause of this event will lead to consideration of CAPA as appropriate.unless substantially significant information becomes available, this constitutes a final report.